Event description:
Mother reports that all the buttons on the patient's pump are not working. Reporter mentioned that the alleged issue began yesterday after the patient was out in the river. There is no evidence that there is damage on the keypad itself. There is also no evidence of moisture on the keypad. Reporter mentioned that there is a crack to the battery compartment; however, only discovered this while on the call with animas. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok keypad button was intermittently responsive. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.